Event description:
Report received from user facility that a pt expired after being disconnected from ventilator. No alarm was reported to have sounded. Subsequent info obtained was that an hme filter was reportedly used which caused the device to not sound an alarm.